Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This occurred during fill one of peritoneal dialysis therapy. The patient was connected at the time of the event. During troubleshooting, nothing was found that could have caused or contributed to the air in the patient line. The caregiver stated that they have seen a lot of air bubbles in the patient line. It was unknown if the line was primed properly. Renal therapy services advised the caregiver to end the therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.